Manufacturer narrative:
Age at time of event:18 years or older. Device evaluated by MFR: the shaft and the remainder of the device were inspected for damage. Visual examination showed 1 kink on the catheter shaft located 119.5cm from the tip. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. There were no issues with running the device. The device activated and was run for a period of 2 minutes in the blades up and down modes. No errors were noticed on the console. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device stalled. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). Atherectomy was successfully completed. During removal in rex mode, the device stalled and made unusual noises. The device was noted to not be working properly as it was cutting in and out or stopping a little bit. No error messages displayed and no visiual defects were noted on the device. The procedure was completed with this device. There were no patient complications reported and the patient's status was fine.